Event description:
Information was received indicating that a smiths medical set, admin, cadd, 78", spike tubing was reported to come loose very easily causing leaks. There were no adverse events reported.

Manufacturer narrative:
Aware date of the initial information needed to be corrected to 02/27/2020.